Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood pooled on the tube stoppers after use with the bd vacutainer® eclipse¿ signal¿ blood collection needle integrated holder, resulting in splatter while inverting the tubes. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that blood pooled on the tube stoppers after use with the bd vacutainer® eclipse¿ signal¿ blood collection needle integrated holder, resulting in splatter while inverting the tubes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. 10/4/2018 update: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode was not observed. Additionally, evaluation & testing of the customer samples was performed and blood pooling in the stoppers was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. 10/4/2018 update: based on evaluation of the customer samples, the customer¿s indicated failure mode for blood pooling in the stoppers with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. 10/4/2018 update: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.